Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 113 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during displacement test due to motor high current draw. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test and excessive no delivery test. Unable to perform basic occlusion test, occlusion test and prime test due to compromised force sensor system alarm. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked reservoir tube.